Event description:
Healthcare professional reported "percolation and spots of sand within the tissue expander of shell and fill port area." Backup device used to complete surgery. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "percolation and spots of sand within the tissue expander of shell and fill port area." Backup device used to complete surgery. Device was not implanted.